Event description:
During a thyroidectomy procedure, when the device was used for about 5 minutes, the generator alarmed and error code is 5. Tested with the test tip and the handpiece was okay. Another device was used to complete the case with no patient consequence.